Event description:
It was reported the patient received the following results within 15 minutes: 27 mmol/l,16 mmol/l and 6 mmol/l. No treatment decision was taken based on the readings. Due to seizures, the ambulance was called and the patient was admitted to the hospital from 8/16/22-8/18/22.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.